Event description:
The physician attempted to seal a free perforation of unknown size in the mid left anterior descending artery (lad) using two (2) jostent graftmaster stents. Reportedly, the patient came in with an acute myocardial infarction and total occlusion of the mid lad. The physician initially attempted "a wire, balloon, and stent" to treat the occlusion. It was reported, "the wire dissected the lad because it was not in the correct lumen." The physician then reportedly repositioned the wire and attemted to seal the perforation using the first graftmaster. It did not seal, so he reportedly used the second graftmaster "inside the first graftmaster." It also failed to seal the perforation. The stents were implanted at a maximum pressure of fourteen (14) atms. It was reported the patient was "sent to the ICU for observation." No other treatments were reported. At last report, the patient was "fine and going home today." It was reported this event did not prolong the patient's hospital stay. This report is for both graftmasters used. Although requested, no additional information was provided.